Event description:
Procedure: wedge resection. Reportedly, the instrument locked on the tissue. When the black knobs were pulled back the knife blade did not retract. A larger wedge resection was required to remove the instrument. The staff were able to pry open the instrument partially with an ortho screwdriver. No peri-strips were used. The doctor did not report any difficulty firing the instrument. The instrument was not articulated at the time of firing. Patient status fine.